Event description:
The customer reported a calibration failure with a calibration error 1322 when using the architect vitamin.d reagent lot 01612g000. No discrepant patient results were generated and no impact to patient management was reported. The customer indicated that the issue was failure occurred.

Manufacturer narrative:
(B)(4). Correction/removal reporting number: 3002809144-12/17/12-001-c. Product evaluation identified a product deficiency with the architect 25-oh vitamin d assay. The investigation determined that certain reaction vessel (rv) lots (affected rvs) may cause calibration failures or controls out of range. If an unaffected rv lot was used to calibrate while an affected rv lot was used to test the patient samples, falsely depressed results could occur. If an affected rv lot was used to calibrate while an unaffected rv lot was used to test the patient samples or if an affected rv lot was used to calibrate and test patient samples, falsely elevated results could occur. The architect 25-oh vitamin d conjugate has been identified as the component sticking to the affected rv lots, specifically biotin. No other architect assays use biotin in the conjugate. All architect 25-oh vitamin d lots are impacted in the same manner when using affected rvs. There is no product performance issue with the vitamin d assay when using the unaffected rv lots. Analytical chemistry testing has shown there is unique material on the affected rvs that is not on the unaffected rvs. A product correction letter has been sent to all current architect 25-oh vitamin d customers who also were shipped any of the impacted rv lots. This approach will require countries to identify local distributors who distributed both vitamin d and impacted rvs they will be instructed to: destroy the affected architect rv lots if they do not have another lot of rvs, they will be instructed not to use the affected rv lots with architect 25-oh vitamin d until they receive replacement material initiate a quality directive with q&a to assist customers who call in with complaints for this issue.